Event description:
Patient reported "possible rupture on unknown side" with "I'm afraid they're textured, seems like I got a lot of fluid around the implant, swelling". This record is for left side. The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture", "a lot of fluid around the implant".